Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation, and was unable to duplicate the reported problem. The log files were downloaded. The system was tested and is operating as intended.

Event description:
The customer reported that the 9900 system displayed error messages and would not boot up. No patient injury was reported.